Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections e4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
An olympus, model cv-190, evis exera iii video system center loaned device was returned to olympus for processing. Upon inspection and testing of the returned device, it was found that when connecting a scope, model wa50042a, the image froze. This report is submitted due to the frozen image, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the image froze when the device was tested due to a printed circuit board failure. Additional evaluation findings are as follows: 1.) Image abnormality due to printed circuit board failure; 2.) Front panel not responsive due to printed circuit board failure; 3.) Video connector socket failure; 4.) Poor appearance of the inside harness noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.